Event description:
Resident was in walker and fell to the left side tipping walker over. Resident sustained a broken neck and facial injuries. Another resident witnessed the incident and stated resident came out of pt's room, looked like pt was walking and the thing tipped over, pt fell, and made a loud noise".